Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the posterior tibial artery. Reportedly a 2.5m x 100mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion; however, during inflation the balloon was noted to rupture. The bdc was replaced with another balloon and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported balloon rupture was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.